Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (nano system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 312 mg/dl (nano meter) and 126 mg/dl (aviva meter). No adverse event reported. Return of the suspect device was requested for evaluation.